Manufacturer narrative:
Concomitant medical product: product ID 3037, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID neu_unknown_lead, lot# unknown, implanted: 2006-(B)(6), product type lead. (B)(4).

Event description:
It was reported that patient had device implanted for bladder, but ended up having everything explanted but the lead, because that part could not come out. It was indicated that the battery pack was removed in 2009. It was reported that the other healthcare provider (hcp) stated that the implant had been put in too deep, so it never worked properly. It was indicated that they tried to go back in and fix it, but it was not going to work. It was indicated that it had never worked from day one. It was reported that patient needed an MRI of brain due to severe migraines that patient was having. It was indicated that MRI was not related to device due to device having been explanted, but also reason for MRI was due to severe migraines. A follow-up report will be sent if additional information becomes available.